Manufacturer narrative:
According to the customer, on (B)(6) 2024 during a procedure while using "manual power" to insert the screw into a plate, the surgeon "felt the head of the screw break off". The customer reported the remaining portion of the screw was removed and the procedure was completed by "filling the remaining screw holes". The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 during a procedure while using "manual power" to insert the screw into a plate, the surgeon "felt the head of the screw break off".